Event description:
It was noted that the patient's right ventricular lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Additional information received notes that the dislodgement event was discovered in clinic. It was also noted that the right ventricular lead exhibited high capture threshold.